Manufacturer narrative:
Additional information was received from the field service engineer on (B)(4) 2015. The fse indicated that the handle was broken from the system due to user abuse of the device and not related to a malfunction. This is not a reportable event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The handle was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the workstation handle had broken off. There was no patient injury or death reported.